Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated at zoll. The device was recertified and returned to the customer. Review of the activity logs did show the occurrence of a defib charged lead shorted message. This is not untypical behavior of the defib during self test, but we are unable to confirm without the return of the electrodes. Analysis of reports of this type has not identified an increase in trend.